Event description:
When a physician used the subject device for a laparoscopic liver resection, the physician said that the thunderbeat did not seem very hemostasis especially because at the time he was only resecting very superficially on the liver. The physician came across a vessel no bigger than 4 mm, he used the seal and cut output across the vessel and the thunderbeat cut right through it without sealing it at all. This resulted in heavy bleeding. The physician used the seal output to control the bleeding but this was having no effect. Continuously, the physician used a bipolar forceps, which was plugged into the same electrosurgical unit of the thunderbeat, and some clip to control the bleeding. The physician completed the procedure by using a staple device. The length of the procedure was increased from 1.5 - 2 hours to more like 4 hours. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up to obtain more info regarding this report. The physician had used the thunderbeat once before during open surgery, thus he used it first time during a laparoscopic surgery. Olympus (B)(4) investigated the ultrasonic generator ((B)(4)) and the electrosurgical unit ((B)(4)), as the result there was no problem. The subject device was discarded by the user facility. The manufacturing history of the subject device was reviewed, with no irregularities noted. The exact cause of the user's experience cannot be conclusively determined due to the abscence of the device to investigate. This report is being submitted as a medical device report in an abundance of caution.